Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic with episodes of noise reversions and upon device interrogation, several false high ventricular rate detections due to an unknown source of noise was observed. Upon review of the session records the high ventricular rate episodes were caused due to noise on the ventricular lead. It was suspected that the noise was due to outside source since the patient drives a truck with magnetic features and the noise only correlates to the time when the patient is potentially driving. Noise appears to be on the ventricular channel which is abnormal electromagnetic induction. The impedance, sensing and threshold values were stable. Patient requires pacing two percent of the time. Noise was not reproduced in clinic with isometric testing. Patient was recommended to stay away from magnetic sources to determine if this is the cause of the noise and the patient will be brought into clinic on (B)(6) 2018 for further assessment and until then the device and lead will continue to be monitored. It was also recommended to perform a chest x-ray during the next visit to see if there was lead damage and to perform a lead replacement if lead damage was confirmed. The programming on the lead was previously adjusted. Patient was stable.

Event description:
Patient was stable.

Event description:
New information received on october 26th, 2018 states that patient had multiple episodes of noise reversion in patient¿s new jeep. Patient was not dependent and asymptomatic. When the patient was not using the truck the noise reversion disappeared. Physician suspected that this was related to suspension system on his truck giving off electromagnetic induction. No further information available.

Event description:
New information received on october 21, 2018 states that when patient presented for a follow up visit on (B)(6)2018 he had twenty-nine episodes of noise and high ventricular rate response due to noise. Patient switched to his truck to a different truck with no magnetic source and has had no episodes for three weeks since this. No programming changes were made. Patient was asymptomatic and pacing percentage is unchanged. Patient was stable and will return in six months to clinic for a follow up visit.

Event description:
New information received on january 16th, 2019 states that since the patient¿s last visit in clinic on (B)(4) 2018 he has had two hundred fifty-five noise episodes. The patient no longer has his truck which the clinic thought was causing the noise issue however the noise is still occurring. Lead measurements were stable. It was suspected that the electrocardiogram memory card was full. A pacemaker tachycardia episode, auto mode switch episode and high ventricular rate response episode was present and this is possibly due to the first and most recent episode always is present. Isometric testing did not reproduce the lead noise. It was recommended to retest the patient with isometric testing since the patient is not pacemaker dependent. A chest x-ray was performed and no lead abnormalities were observed. The noise episodes were too large to program around however programming changes were recommended. Patient and device system will continue to be monitored for lead noise issue. No further information is available.